Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on both the atrial and ventricular leads. Fluoroscopy imaging was recommended. The leads remain implanted.

Event description:
Additional information received indicated that the lead was capped due to oversensing on (B)(6) 2016.